Manufacturer narrative:
One infusion pump was returned for evaluation. Device underwent functional testing, verifying the reported customer complaint. The device displayed error 25, indicating the pwa board is not functioning properly. The problem source has been determined to be unknown however.

Event description:
It was reported that a patient's ambulatory infusion pump alarmed and stopped running, but no error codes were present. Patient was at home and switched to back up pump and continued therapy within 20 minutes. No patient injury was associated with this incident. Dates of use: (B)(6) 2015 to present.